Event description:
The pt's family member reports that the suspect device was used to check the pt's blood glucose and a result in the 300's mg/dl was obtained. The pt then started seizing. The family member took the pt to the ER and a lab value came back as 40mg/dl. The pt was given a glucose IV and admitted into the hosp.